Event description:
It was reported by physician the patient died with cause of death cardiac arrest. Patient last seen in the device clinic (B)(6) 2010. Had been pacemaker dependent. No autopsy was done. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.